Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. The customer treated for the low blood glucose by eating. The customer declined troubleshooting on the insulin pump. The customer was assisted with troubleshooting and discovered that he had a bent sensor. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The sensor will be replaced. The customer will return damaged sensor for analysis.